Event description:
A report was received that the pt was experiencing loss of stimulation and communication issues between her ipg and external equipment after suffering a fall (unrelated to the device). The physician performed a pocket revision as the ipg had migrated. It was confirmed by x-ray. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.